Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd syringe 3ml c/w needle 23gx1.25 stopper was loose and leaked. The following information was provided by the initial reporter: stopper is too loose to keep medication in the syringe. It caused the medication leak.

Event description:
It was reported that 4 bd syringe 3ml c/w needle 23gx1.25 stopper was loose and leaked. The following information was provided by the initial reporter: stopper is too loose to keep medication in the syringe. It caused the medication leak.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes; d.10. Returned to manufacturer on: 17-aug-2022. H.6. Investigation summary: three (3) actual samples with opened packaging condition and one (1) actual sample without packaging was received by our quality team for evaluation. From the returned samples, syringe damage and printing rub off on the barrel surface was observed. No abnormality was observed on the stoppers. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the samples received, it was observed that the syringes were damaged and printing on the barrel surface were rubbed on. The team investigated different sections of machine. There is a leak test station at the kahle assembly machine to check if the stopper is assembled properly. If there is any damage or cracks on the barrel surface, the part will be rejected. A potential area which could lead to the reported defect might be the needle assembly station. The probable root cause could be due to a creased cam follower bearing at the needle assembly station. The worn-out bearings force the driver internal surface wear and tear, thereby causing syringe damage. The yearly preventative maintenance will be updated to add checking the condition of the cam and follower bearing at the needle assembly station, changing and replacing if required.